Manufacturer narrative:
On an unreported date in 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified drugs (dose and frequency not reported) added into pd solution for the event of peritonitis. On an unreported date, the patient was discharged from the hospital. The patient recovered from the peritonitis event and dianeal therapies were ongoing. No additional information is available.